Event description:
It was reported that a blade detachment occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inserted and inflated three times at 8atm and one time at 10atm. The device was withdrawn in fashion. However, upon removal, it was noted that one of the atheretomes was hanging off of the service of the balloon. The balloon was not inflated at the recommended inflation rate but the device did function properly in the vessel. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was returned in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands or tip. Examination identified that approximately 5 mm of proximal blade and pad had detached. The detached blade was not returned. There was no damage noted to the other blades. A visual and tactile examination found kinks on several locations of the hypotube shaft. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a blade detachment occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inserted and inflated three times at 8atm and one time at 10atm. The device was withdrawn in fashion. However, upon removal, it was noted that one of the atheretomes was hanging off of the service of the balloon. The balloon was not inflated at the recommended inflation rate but the device did function properly in the vessel. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.